Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 black cap will not release from the handpiece. This caused the wire connector to break. Another device was used to complete the case. There was no consequence to the pt.